Event description:
It was reported that the patient received inappropriate shocks due to twave oversensing. The right ventricular (rv) lead may be reprogrammed by the physician but does remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).